Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous superficial femoral artery (sfa).vascular access was obtained via a contralateral approach. A 4.5f non-bsc sheath was placed. The non-bsc guide wire was advanced and crossed the lesion. The 1.5 mm x 20 mm coyote es catheter balloon was advanced and crossed the lesion without problem. Upon inflation, the balloon did not inflate; however, angiography revealed contrast media was noted. The device was removed and balloon rupture was confirmed. The procedure was completed with another coyote es catheter balloon. No patient complications were reported and the patient's status is good.